Manufacturer narrative:
Investigation results. Visual evaluation of the returned device revealed that the needle was stuck on distal stop and punctured the sheath. Functional analysis revealed that the needle was unable to extend. The complaint was confirmed. Due to anatomical/procedural factors encountered during the procedure; performance of the device was limited. Therefore, the most probable root cause classification is operational context.

Event description:
It was reported to boston scientific corporation that an excelon transbronchial aspiration needle was used in the trachea during a transbronchial needle aspiration (tbna) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the needle was advanced through a flexible bronchoscope and when extended it punctured the sheath. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an excelon transbronchial aspiration needle was used in the trachea during a transbronchial needle aspiration (tbna) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the needle was advanced through a flexible bronchoscope and when extended it punctured the sheath. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.